Event description:
It was reported that a user experienced dexcom g7 pairing issues with the ilet, received a ¿dosing stopped, connect cgm¿ message, and had intermittent ilet glucose readings despite successful sensor re-pairing, while fingerstick values were elevated (initially 547 mg/dl, later 434 mg/dl and 426 mg/dl) with downward trend arrows on ilet. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing and the need for fingerstick calibration and monitoring. Investigation included troubleshooting and education consisting of sensor re-pairing, app mode toggling between g6 and g7, code re-entry, and ilet calibration with a fingerstick value, with guidance to consider sensor replacement and to contact dexcom. Investigation of this case revealed a connectivity and pairing malfunction between the ilet and the dexcom g7 sensor that resulted in intermittent cgm data availability and a pump dosing stop notification, consistent with a communication or pairing failure of the cgm integration component. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-to-pump communication failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.